Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, h6 evaluation conclusion code.

Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure, the fiber body broke. No patient complications were reported. No information was provided regarding procedure outcome. Further information obtained indicated that the facility is experiencing issues with the scopes from another manufacturer used during procedures. The short-term solution with the scope issues was to insert a slim catheter into the working channel of the scope to prevent the laser rattling around during procedure. However, the working channel appears to be too large in diameter.

Event description:
It was reported that during holmium laser enucleation of the prostate (holep) procedure, the fiber broke. There were no patient complications. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, according to the additional information received, it was identified that due to the nature of the fiber and the size of the kuntz working element, used in the health care facility, it appears that the fiber has been ricocheting off of the inside of the working element which has caused the fibers to break. Based on that information, it could be that the interaction of the scope used, and the fiber caused a side effect of ricocheting which leaded into the event reported. Based on review of all information available and analysis results, a conclusion code of unintended use error cause or contributed to the event was assigned to this investigation. Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, h6 evaluation conclusion code.

Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure, the fiber body broke. No patient complications were reported. No information was provided regarding procedure outcome. Further information obtained indicated that the facility is experiencing issues with the scopes from another manufacturer used during procedures. The short-term solution with the scope issues was to insert a slim catheter into the working channel of the scope to prevent the laser rattling around during procedure. However, the working channel appears to be too large in diameter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during holmium laser enucleation of the prostate (holep) procedure, the fiber broke. There were no patient complications. Boston scientific has been unable to obtain additional information regarding the procedure outcome to date, despite good faith efforts.